Event description:
It was reported that the 9800 system had a blank screen. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and the interconnect cable were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.